Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign substances expelled out of the tip due to clogged air/water tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. There was no deformation to the area where the foreign material was detected. The foreign material remained because handling/reprocessing of the device deviated from instruction for use (IFU). However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf-170 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.